Manufacturer narrative:
Correction: an initial MDR was submitted to the FDA on 09jan2025 on 3007319107-2025-00002: which contained the incorrect registration number. A retraction was submitted to the FDA on 15april2025. This report will contain the case details and the manufacturing investigation. This case is one of two submissions (one submission for each component). The reported event was confirmed based on the xray provided and the failure analysis on the returned components. Additional information and patient demographic were not provided upon request. The original implant date and revision procedure date was not provided upon request. There was no report of any device or packaging deficiencies prior to or during the original implant procedure. Patient age and demographics was not provided upon request. Patient comorbidities is unknown. The current status of the patient is unknown. Both components were returned to the manufacturing plant on 26-dec2024 for a physical analysis. It was apparent from a visual inspection that the base appeared undersized. The quality team measured both components and found that the base was undersized and did not leave enough surface area in contact with the glenosphere to produce the frictional based locking required between the two components. The glenosphere was also inspected and was found to not be a contributor to the separation. A DHR review for both components were performed by the manufacturing plant. Both lots were reviewed for material certification, process certification, nonconformances, design reviews, training and inspection testing. There was no nonconformances for the glenosphere within the past three years. A record review for the two components that make up the glenosphere assembly was performed and found complete and manufactured to specifications. There was no nonconformances for the component parts. The most likely cause of the reported event is that the baseplate was machined at the manufacturing plant with an incorrect offset. This is a manual process, and the nonconforming part was not properly isolated as a discrepant component as required per the established line clearance procedures. The process requires the machinist to inspect the taper 100% on the cmm. This could not have been completed based on the examination of the returned part. All operators were formally retrained on 08january2025. The discrepant part was presented during the retraining and an emphasis of the line clearance, discrepant/non-conforming material, first piece inspection and workflow direction was included in the retraining. Component level job travelers include a 100% taper gage inspection. This inspection will be conducted by a quality inspector who will verify the "tight engagement" of the base with the taper gage after the final taper machining step. The use of the gage has been updated in the job travelers, 100% inspection sheet and qips. The result of the root cause analysis and reinspection of in stock components indicate that the reported incident is an isolated problem and is not a systemic failure. This case will be monitored and trended for future analysis. A supplemental report will be submitted upon receipt of new and relevant information.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On (B)(6) 2024 it was reported that the 36mm 2 concentric glenosphere separated from the 23mm baseplate on a patient of unknown age and demographic. The original implant date is unknown. The date of the diagnosis is unknown. Additional information was solicited. This will be one of two submissions for the same event.